Event description:
In 2000, the MFR was contacted by the hosp and was informed that the physician suspected an infection within the ve lvad. The ve lvad was being removed due to the suspected infection and was scheduled to be returned to the MFR for analysis.